Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was listed as 1a status on the transplant list due to a pocket infection and bacteremia. The patient was transplanted on (B)(6) 2015.

Manufacturer narrative:
Date received by manufacturer - 04/03/2015. No device-related issues were discovered during the evaluation of the returned pump. A specific cause for the reported driveline infection and a correlation to the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. Visual examination of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions using a mock circulatory loop revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The pump was returned to the manufacturer for analysis. The evaluation is not yet complete. No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.